Event description:
As reported by the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure of a 26mm sapien 3 ultra valve via right subclavian approach, the delivery system with crimped valve would not advance through the 14fr esheath+. The esheath+ appeared to "split" when push force was being applied. The entire system was withdrawn as one unit. A second delivery system and valve were then prepped along with a 16fr esheath+. The second valve was able to be implanted successfully. There was no patient injury. The 14fr esheath+ was returned for evaluation and during the evaluation, the distal tip tore. There was no observation of a "split" on the esheath+ as reported.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned esheath+ revealed the sheath liner was partially expanded with tip unopened. Shaft kink was noted about 1.2 inches from the strain relief. There was stretching on the distal end of the strain relief. Liner stretching was noted about 6.5 inches from the strain relief with length of 0.75 inches. There was no loss of liner integrity observed. Functional testing was then performed. The delivery system and valve that was also returned was advanced through the esheath+. There was no resistance observed. The sheath expanded as designed; however, although the tip did open along the axial score line, the tip did not open as designed as it tore radially along the distal edge of the liner. As a result, a dimensional measurement for the delivery system flex tip outer diameter (od) was taken. It was found to have met specification. No imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Per the IFU/training manuals, it states to insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for inability to advance the delivery system with valve through the esheath+ and esheath+ distal tip torn were confirmed based on the evaluation of the returned device. No manufacturing non-conformance was identified on the returned device. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported "the delivery system with crimped valve would not advance through the 14fr esheath+. The esheath+ appeared to "split" when push force was being applied. The entire system was withdrawn as one unit." Furthermore "it was noted that the perceived cause for the difficulty experienced advancing the delivery system with crimped valve through the sheaths was sheath rotation with the appearance of the "split" towards the patient's head." Per the IFU/training manual, "insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance." As the seam was not oriented properly, the delivery system would encounter resistance due to the non-optimal expansion of the sheath. In this case, available information suggests that use error (improper seam orientation) may have contributed to the reported event. During functional testing, the delivery system was inserted to see whether the sheath would expand and open as designed. The distal tip did not open as designed and tore radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previous product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated to improve activities regarding tip expansion. Since the event occurred after corrective actions were implemented, the pra was assessed for possible re-escalation. It was found that the control limits have not been exceeded. Therefore, no further action is required at this time.